Manufacturer narrative:
The insulin pump received with button error alarms and no button response due to corroded keypad traces. No unexpected numbers ramping/scrolling on their own noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 314 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.